Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited non-capture. During the post operative check it was observed via x-ray that the rv lead had multiple twists. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the body of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.